Event description:
It was reported that tandem mobi displayed a not enough insulin alarm even though cartridge contained 150 units and customer needed only 5 units to fill tubing with more than 30 units remaining. There was no reported impact to the customer¿s blood glucose level. Customer received guidance from technical support to reload cartridge but was unable to complete cartridge loading or resume insulin therapy because customer felt too tired, and customer ended call, so no additional information was received regarding the outcome of the event.